Event description:
The customer reported that the 840 ventilator was inoperative. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse replaced touchframe pcb. The ventilator passed all testing.